Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared multiple, intermittent temperature alarms while at room temperature. The experienced large ketones and an impacted blood glucose (bg) level of 430 (mg/dl), and was addressed by administering a manual injection. It was indicated that the customer will continue to use pump and manual injections as alternate insulin therapy until replacement pump arrives. Multiple attempts were made by tandem¿s technical support (cts) to obtain if ketones were resolved; however, no additional information regarding this event was provided.